Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, patient product ID: 3 093-28, lot# v263727, implanted: (B)(6) 2009, product type : lead.

Event description:
It was reported that patient had neuropathy in her legs for the past 8 months and was inquiring if interstim therapy could be the cause. It was indicated that patient was taking medication to treat it. It was indicated that interstim was implanted 5-6 years ago. A follow-up report will be sent if additional information becomes available.

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy.